Event description:
A customer contacted defibtech to inform us that their AED was involved in a rescue attempt and requested assistance to see if there was any patient data on the device. When asked if an error or problem occurred during the rescue, the customer answered no, the AED was not used. Contrary to the customer's report, a review of the AED's electronic data file for the reported date, showed the device was connected to a patient and it detected a shockable rhythm, but aborted the shock due to insufficient battery voltage from a lack of device maintenance.

Manufacturer narrative:
Analysis of the electronic data from AED serial number: (B)(4) identified that on january 24, 2020, during a routine self-test, the AED detected that its 9-volt battery was low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash its red asi and chirp until march 2, 2020, when the battery became completely depleted and could no longer support self-testing. There was no evidence in the electronic data of any human interaction to address the AED's condition and the AED remined off for an additional 10 months until the reported rescue attempt on (B)(6) 2021. The AED's event record for on (B)(6) 2021, lasted approximately 33 seconds with a single analysis period and no shocks being delivered to the patient. During the analysis period, the AED detected a shockable rhythm but aborted the shock due to insufficient battery voltage. The cause of the event was identified as a failure to maintain the AED; specifically, a failure to maintain the AED's main battery pack.